Event description:
The customer contact reported "sparks" were noted at the power cord plug when the device was plugged into ac power. The device was immediately unplugged. A black mark was noted on 1 of the plug prongs and the plastic where the prong enters the plug was noted to have a melted area. No harm was reported to the clinician. There was no pt involved. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.